Event description:
Per the clinic, the device was explanted due to chronic pain. The device was explanted on (B)(6) 2010. There are no plans to reimplant the patient as of the date of this report, (B)(6) 2010.